Event description:
It was reported by a distributor that "a patient developed blisters at the application site of the EKG electrodes. The patient required admission to the hospital."

Manufacturer narrative:
We were notified by a distributor that at a hospital, some patients developed blisters at least one application site of the ECG electrodes. Seven additional mdrs will be filed to accommodate this report. The actual electrodes were discarded, however, electrodes from the same lot code were supplied for evaluation. These have been given to a quality engineer for evaluation and testing. When this is completed, and a report is filed with qa, I will file a supplemental.